Manufacturer narrative:
A covidien customer service engineer (cse) evaluated and verified the malfunction. The cse replaced the graphic user interface (gui) to central processing unit (cpu) printed circuit board (pcb). All required calibration and an extended self-test (est) were performed, and the unit was operating within manufacturer's specifications. (B)(4).

Event description:
It was reported by a customer in the use that an 840 ventilator alarmed and shut down during use. The pt was manually ventilated, and transferred to another ventilator. There was not pt injury reported.